Manufacturer narrative:
The customer indicated that they have a procedure implemented to verify unexpected results prior to reporting results outside the laboratory. Samples are collected in lithium heparin tubes with a non-gel separator. No additional information was provided for this event.

Event description:
Beckman coulter inc. (Bec) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated some occurrences of non-reproducible false positive accutni patient results. The customer could recall one event where the initial elevated accutni result was between 2.0 and 3.0ng/ml and upon repeat the result was 0.11ng/ml. The customer then filtered the sample and repeated it which also resulted as 0.11ng/ml. The erroneous results were not reported outside of the laboratory. The exact data was not supplied by the customer. The customer did not report affect to the patient or user attributed or connected to this event.